Event description:
It was reported that the right ventricular (rv) lead for this implantable cardioverter defibrillator (ICD) delivered an inappropriate electric shock due to atrial fibrillation (af) with rapid ventricular response. There was also noise noted on the rv lead channel. The lead was noted to be difficult to position, as well. This lead and device were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e210401. Added model number, no serial number provided. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the right ventricular (rv) lead for this implantable cardioverter defibrillator (ICD) delivered an inappropriate electric shock due to atrial fibrillation (af) with rapid ventricular response. There was also noise noted on the rv lead channel. The lead was noted to be difficult to position, as well. This lead and device were explanted and replaced. No additional adverse patient effects were reported.